Manufacturer narrative:
Correction: h6 - impact code has been updated. During processing of this complaint, attempts were made to obtain complete patient information. Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.

Event description:
It was reported that during an explant procedure on (B)(6) 2023 [related manufacturer reference number:1627487-2023-04857] a piece of the lead broke off and a portion of the lead remains implanted.

Manufacturer narrative:
The allegation is against 1 of 2 leads; however, it is unknown which lead(s), therefore, all potential components are being listed. Additional components potentially involved in the event include: common device name: ipg, model: mn10450-90a, UDI: (B)(4), serial: (B)(6), batch: 7538498.